Event description:
It was reported when an asymptomatic patient presented in the operating room on (B)(6) 2017 for a scheduled generator upgrade. During the procedure, the physician had decided to extract the patients rv lead due to an episode of oversensing noted on merlin.net transmissions on (B)(6) 2017. Upon review of session records, noise which appeared to be electrocautery or some other source of environmental noise was noted. The physician still believed a lead issue was present. The patient was stable before, during, and after the procedure and will continue to be monitored.